Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the entire abdomen using the coolcore and coolcurve applicators. The patient later presented with a lump over the entire abdomen as well as weight gain. The lump is not firm. The patient later was assessed and diagnosed with paradoxical hyperplasia.

Manufacturer narrative:
Additional, changed, and/or corrected data: cont. A6 - race: white.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2020 and (B)(6) 2020 using the cooladvantage+ coolcore system applicators, who developed paradoxical hyperplasia (ph) after treatment.